Event description:
It was reported that, "while inserting the avs tl cage into the pt the cage broke off of the before it was inserted the entire way. We had to remove the cage that was in the foramin and not in the disc space. We went ahead and reinserted a different cage."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.